Event description:
As reported by field clinical specialist, the manta was being used to close the rfa. After deployment unable to get hemostasis. Attempted to balloon tamponade unsuccessful. Md decided to cut down the rfa to repair. Patient in recovery in stable condition. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter (e.g., physician, nursing staff) did not allege the ew device was deficient in any way. There was no allegation the (B)(6) sheath negatively interacted with the manta device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received for mw5161834 on november 27th, 2024 to change the name of the manufacturer. Essential medical inc./hudson respiratory care tecate s. De r.l. De c.v. (A teleflex medical company).